Manufacturer narrative:
The product is not available for evaluation and testing. A female patient with a history of gi bleeding developed a coronary aneurysm one-year post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in the proximal lad. This patient's gender puts her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of act's was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a 2.75 x 18mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The post procedural administration of asa or plavix was not reported. Approximately one year after the index procedure, the patient experienced atypical chest pain. A repeat angiogram revealed an aneurismal dilatation of more than 5mm in the area of the previously implanted cypher stent as evidenced by peri-stent staining. This measurement was confirmed with ivus. The aneurismal area has not been treated at this time. The procedural physician has recommended surgical intervention to the patient, but she has refused at this point. The product remains implanted in the patient and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. According to the physician who performed the patient's second procedure, the most likely cause of the aneurysm is a combination of over-dilation of the stent during the index procedure and possible des-related delayed healing. There are procedural and possible pharmacological factors that may have contributed to this event. Please note that this is the initial/final report for this product.

Event description:
The report from the field indicated that approximately one (1) year after the index procedure, the patient presented with atypical chest pain. Coronary angiography was done and revealed a greater than five mm (>5mm) aneurismal dilatation surrounding the previously implanted cypher 2.75x18mm stent. The measurement of the aneurysm was confirmed by ivus. The target lesion was the proximal left anterior descending (lad) coronary artery. Treatment for the findings has not been determined at this point, but the physician is considering surgical intervention. No additional information was available at this time.